Event description:
The customer performed a cervical spine study on a patient with a known cervical spine fracture on their brilliance ict system. The customer alleges that the cervical spine fracture was not visible in the images from their brilliance ict. The radiologist was able to locate the fracture on their images after referencing the images the patient brought from a previous cervical spine scan. There was no misinterpretation since they had the previous scan to use as a guide. The radiologist alleges that if the previous scan was not available as a reference for his interpretation and if he didn't know the fracture existed, he would have read the images from the brilliance ict system as a normal scan. The customer was provided with the recommendation to increase the ma. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore, cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).